Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and discovered that the wash displacement (wd) port was not dispensing properly. The cse replaced the wd dispense valve and the diluter. On a follow-up visit, the cse found a leak on the pressure manifold and replaced the wash tubing. The cse performed calibration and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, both resulting lower than the initial result. The repeat result from the alternate advia centaur instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.